Event description:
Power button in continuously sticking and got stuck. They used the foot pedal and finished the case. There were no patient's complications.

Manufacturer narrative:
Device is not expected to return. Device is currently in use by the user facility. They reported it was fixed by clicking on the rf button plastic piece back on and it worked fine.